Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. Updates to sections h4 and h6. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation determined the likely cause of the peeling of the forceps cover glue was an external force applied to the affected area during use, including reprocessing of the subject device. As stated in the instructions for use: "inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Correction: the following problems were documented on the initial MDR: "image was purple & yellow with blurry features" and "vertical line was found after a fog test. Multiple broken elements were found when evaluating the ultrasound image." After further review, and per the legal manufacturer, there is no potential for these issues to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. Vertical line was found after a fog test. Multiple broken elements were found when evaluating the ultrasound image. The forceps cover glue was found peeling upon inspection of the c-body. The objective lens was found cracked and leaking.

Event description:
A user facility reported to olympus that the camera image was purple & yellow with blurry features. The problem, as reported to olympus, occurred during reprocessing. There was no patient injury or harm, associated with the problem, reported to olympus.